Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery tests, unexpected restart error test, and self-test or verify operating currents due to loose drive support disk. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, bleeding lcd, and cracked reservoir tube.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.